Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided. Additional information was received that on the day of the event there was an o2 supply pipeline issue. The root cause of the reported event was a too low o2 supply from wall gas system. There is no ventilator malfunction.

Event description:
Manufacturer¿s ref #: (B)(4).

Event description:
It was reported that the ventilator generated alarms for low o2 concentration and low tidal volume. There was no patient harm. Manufacturer's ref #: 932102

Event description:
Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** the UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model # were required. D1 - brand name - previous brand name: servo-I, - corrected brand name: servo-I base unit d4 - version or model # - previous version or model #: servo-I, - corrected version or model #: 6487800